Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 455 mg/dl which was treated with insulin pump. During troubleshooting for the infusion set changed. The insulin pump will be replaced, and customer did not agree to return the product for analysis.